Event description:
It was reported (B)(6) 2010, that there was a problem with the recharging system. Patient had been implanted the week before and still had some swelling and bandages in place. Patient was not getting any coupling while trying to recharge the device. A week past surgery the company representative wanted to wait another week to recharge. On (B)(6) 2010, the patient had a revision surgery as her leads had moved significantly due to her primary diagnosis. The leads were replaced and extensions added. All other devices remained the same. The patient then experienced uncomfortable stimulation in the rib/stomach area. Due to constant vomiting related to a different medical condition, both leads migrated once again. She was considering paddle implants.

Manufacturer narrative:
(B)(4)